Manufacturer narrative:
The sealant of a mynxgrip vascular closure device (vcd) 6f/7f was stuck inside the advancer tube. There was no reported patient injury. Multiple attempts to obtain additional information were made without success. A non-sterile mynxgrip vascular closure device 6f/7f was returned for analysis. Per visual analysis, the shuttle cartridge was engaged to the black handle with the stopcock open, the syringe was not connected to the device, the sealant sleeve was displaced, approximately 6mm from the shuttle cartridge distal tip, and the sealant was observed to have been exposed to blood, partially protruding out from the outer cartridge side slit. The condition of the returned device indicates that the shuttle cartridge may have been inserted into the returned procedure sheath but have not advanced far into the sheath lumen. It was observed that the device involved in the reported failure was a 6f/7f; however, the returned procedure sheath was a 5f which was smaller than specified sheath size used with the device. Per functional analysis, the sealant was exposed to blood and stuck to the polyimide shaft, preventing the shuttle cartridge from shuttling down. The 5f procedure sheath and the sealant were removed. The shuttle down procedure was simulated, and the advancer tube was found properly engaged to proximal tamp lock as intended per the mynx instructions for use (IFU). A product history record (phr) review of lot f1922003 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant stuck to device components¿ was confirmed during analysis of the returned device due to the condition in which it was received. However, the exact cause of the issue experienced could not be conclusively determined. Based on the limited information available for review and the product analysis, the use of an incorrect sized procedural sheath (5f sheath returned with 6/7f mynxgrip) may have contributed to the reported event. It should be noted that if a smaller than specified sheath size was used with a device, the device/shuttle may not fit in the sheath, as evidenced by the sealant sleeve being received pulled back only 6mm from the end, meaning the shuttle was partially advanced into the sheath. According to the instructions for use (IFU), which is not intended as a mitigation, ¿when using a mynxgrip 6f/7f device, confirm that the procedure sheath is 6f/7f with an overall length not exceeding 15.7 cm.¿ the IFU also instructs the user to open the procedural sheath¿s stopcock prior to shuttling down while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy). Then, detach the shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle. Neither the phr, nor the product analysis suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of the mynxgrip vascular closure device (vcd) 6f-7f was stuck inside the advancer tube. There was no reported patient injury. The device will be returned for analysis. There was no reported patient injury.